Event description:
Pt reported experiencing a corneal ulcer and also three eye infections. Reaction onset dates were not provided. The patient stated she recovered and was not sure if she would sign and return the medical release or provide her doctor's info. The pt reported using the solution incorrectly by rinsing with tap water in the morning after soaking her contact lenses in the conditioning solution. She stated the product was discarded and requested coupons for a future purchase. The patient did not respond to attempts for add'l event details and no further info was provided.